Event description:
Patient reported that her blood glucose has been high for the past few days (28mmol/l). Patient has unsuccessfully attempted to lower blood glucose by delivering correction boluses. No errors were generated by device. No medical treatment was received for high blood glucose.